Event description:
Information received from the field notes that when a non- pacemaker dependent patient was seen for a check, the measured data was not consistent with the age of the device or the programmed voltage. The device was programmed to 60 ppm, but the measured rate was 53.7 ppm, indicating rrt. The battery data was 2.56v, 6ua, and 37 kohms. The patient did not report any symptoms. The device will be scheduled for replacement.